Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this left ventricular (lv) lead was exhibiting high out of range pacing impedances greater than 2000 ohms and no sensing when programmed to lv tip to lv ring configuration. When the lead configurations were changed to lv tip to can, normal impedances were noted at 355 ohms with good sensing and thresholds. It was believed that this lead was fractured. At this time, no further intervention is planned and the product remains in-service programmed to lv tip to can.